Event description:
Related manufacturer report number: 1627487-2023-00729. It was reported the patient experienced inadequate stimulation with their scs and drg systems. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both systems were fully explanted.

Manufacturer narrative:
Event date is estimated. The event of system explant was reported to abbott. The patient experienced ineffective therapy. Re-programming was attempted on several occasions, but issue persisted. The system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two scs leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000105085.